Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique and contamination occurred while setting up for pd therapy (no further details were provided). It was reported that the patient¿s son is responsible for performing the patient¿s pd therapy and he was not fully aware of following the steps for proper aseptic technique. On the same day as peritonitis diagnosis, the patient was hospitalized for the event. Treatment during hospitalization was unknown. Six days after being admitted to the hospital, the patient was discharged. On an unreported date, the patient and the patient¿s son were retrained on proper aseptic procedure for performing pd therapy. On an unreported date, the patient was treated in the pd clinic with 1g, vancomycin, every week, intraperitoneally for three weeks. At the time of this report, the patient was recovering from peritonitis event and a final peritoneal effluent culture was scheduled for unspecified date in the following week. The action taken with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.